Event description:
It was reported that the patient had fallen in (B)(6) 2010 and started to 'have issues' with their implantable neurostimulator (ins). The patient was scheduled to have the device replaced but had to be cancelled due to her pregnancy. The physician was not able to 'read anything' from the device which may have been due to battery depletion. The ins system was then replaced (B)(6) 2011. The patient was reported as 'doing great' with her replacement ins system. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v089506, serial#, implanted: 2008 (B)(6), explanted: 2011 (B)(6), product typ lead. (B)(4).